Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product was not sterile. During unpacking of a 4.5mmx8mm quantum¿ maverick¿ balloon catheter, it was noted that the sterile packaging of balloon was already opened however; the outside box was sealed. The procedure was completed with another with the same device. The patient's status was stable.